Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with a 126-144 mg/dl ketone level; bg value not provided. Cause was not known. No information was provided regarding how the elevated bg was treated at the time of the reported event. Reportedly, an ambulance transported the customer to the emergency room and the customer was subsequently hospitalized. Healthcare providers disconnected the pump from the customer to address bg; however, no additional information was provided regarding the treatment received at the hospital. The issue was resolved and no permanent damage was reported; however, the customer has not been discharged from the hospital due to severe weather conditions. Reportedly, the customer continued to use the pump for insulin therapy.